Manufacturer narrative:
Age at time of event or date of birth: unknown. Sex/gender: unknown. (B)(4). The intraocular lens was returned to abbott medical optics (amo), santa ana site for evaluation. The reported complaint of haptic torn could not be confirmed. However, visual inspection of the return sample showed that the lens has one haptic stuck to optic and appears to have evidence of viscoelastic, ovd, (ophthalmic viscosurgical device); indicating the device was handled and prepared for surgical use. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review (mrr) was performed. The product was manufactured within specifications. There are no associated deviations or non-conformity report in the mrr. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged while inserting into the patient's eye; the haptic was bent or torn. In follow-up, it was learned that the lens touched the patient's eye as it was removed and replaced during the same procedure. There was no incision enlargement or vitrectomy performed. Reportedly, there was no patient injury. No further information was provided.